Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that the surgeon tried to put in a constrained liner, and the first one he tried he messed up the poly reducing the hip. He then used the second constrained liner and he put the locking ring on backwards. He messed with that for prob 30 min until he realized it was backwards. I had showed him the text guide before, but I could not get close enough furring the case to see how he put the ring on. He ended up damaging the seven liner then he chose to implant a 40 bipolar head in a 40 liner. He felt it was stable and he closed. It was further clarified that the surgeon felt like the head was too tall when he first tried to reduce the femoral head into the constrained liner. As he was pulling really hard the femoral head drag across the lip of the liner and damaged it. After it was damaged from the reduction of the femoral head, he then unreduced the hip and tried the back up constrained liner we had. He used a shorter femoral head to not hurt the lip of the liner as be reduced it, but he put the capture ring on backwards. He was trying for around 30 min to get the capture ring on the second liner until he finally realized the ring was on backwards and the beveled edge was pointing away from the poly and not towards as it should have been. He felt bad and then went to a standard liner and head. Unknown hip.